Event description:
As a 3.5x18mm cypher was being prepared for use, the balloon ruptured at 4atm as a result of an accidental positive pressure applied to the delivery system outside the pt's body. The product reportedly did not enter the pt's body. There was no pt injury.